Manufacturer narrative:
The investigation is still in progress. Upon completion of the investigation, a follow up supplemental will be mailed.

Event description:
(B)(4). It was reported that a cuff roll developed on the balloon upon deflation. The balloon was initially inflated with 5cc of sterile water and was indwelling 3 to 4 days. The catheter was pulled out with no complications to the pt.